Event description:
Customer reported that the insulin pump was cracked. The blood glucose reading was 200 mg/dl. Customer could not recall how this damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window, cracked display window at bottom left side corner, cracked case on the bottom left and right at display window corners, cracked reservoir tube lip and cracked battery tube threads.